Event description:
A basilar tip artery aneurysm underwent a stent assisted coil embolization procedure. Approx sixteen months post procedure, the pt underwent a second procedure to occlude the aneurysm during which a stent (subject device) and three non-boston scientific coils were placed. During the procedure, the pt suffered a vasospasm that was treated with verapamil, dose not disclosed. There was no clinical consequence to the pt.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.